Event description:
The customer reported that the system remote user interface joystick would not work. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The remote user interface needs to be replaced. The customer will replace this at a later date.